Manufacturer narrative:
The device sample was rec'd by the MFR, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that the heater shuts down unexpectedly. It is currently unk if the unit was in use during the alleged incident. No report of a pt injury.